Event description:
Clinical study. Same case as #6000093-2005-0213. It was reported that during a coronary artery drug eluting stenting procedure the stent appeared to be longer than the size stated. The lesion being treated was a proximal left anterior descending artery (prox lad). The lesion was predilated. The physician then attempted to place a taxus express2 8.8% 2.50x20mm drug eluting stent in the prox lad. In the opinion of the physician the stent appeared longer than 20mm, so the stent was not implanted. The physician then placed a taxus express2 8.8% 2.50x16mm drug eluting stent in the prox lad. A dissection occurred. The physician then placed a 2.50x12mm taxus express2 8.8% drug eluting stent with a 4mm overlap in the prox lad to seal the dissection. It was reported there were no further complications. The patient was discharged the next day on plavix and aspirin.

Event description:
The stent "appeared to be a bit longer than 20mm. Physician was trying not to stent across a side branch so the length was critical."